Event description:
Sorin group (B)(4) received a report that an scp displayed an error message. There was no pt involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the stockert centrifugal pump system with tubing clamp. The incident occurred in (B)(6). This MDR report is being submitted on behalf of the device manufacturer - sorin group (B)(4). To resolve an FDA inspectional observation, the sorin group (B)(4) MDR procedure was revised. As committed to FDA's office of compliance, a retrospective review of customer complaints is being performed and mdrs will be submitted in accordance with the revised procedure. This MDR is being submitted beyond the 30 day reporting requirement as it was identified during the retrospective review. The scp was returned to sorin group (B)(4) for evaluation. Analysis of the unit found the shaft encoder was defective. The shaft encoder was sent to the supplier for further investigation. The supplier found a manufacturing error. As a corrective action, the responsible personnel were informed of the issues and retrained. No further action is deemed necessary.